Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to noise. Technical services (ts) to disable the device, rescreen and assess the other vectors. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the s-ICD system exhibited t wave oversensing that led into inappropriate shock. This device remains in service. No additional adverse patient effects were reported.